Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the impedance measurement has been high chronically. A revision procedure was performed and the device was explanted. The lead was tested using the new device and no issues were found. The physician decided to reuse the lead.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
The high out of range pacing impedance measurements were observed following a routine device replacement procedure. This device was not explanted and remains in service with this lead. The patient has chronically high pacing impedance measurements and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.